Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was not reported. On the same day as onset, the patient was treated with vancomycin (1 gm, stat dose, route not reported) and reflin (1 gm, once daily, route not reported). Treatment was ongoing. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. Additional information is not available.